Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a gel leak coming from the front pad and an irritation in the same area. The patient reported the skin was irritated. There are no allegations of any bleeding, oozing, or weeping wounds. Patient was seen by a physician. The patient's cardiologist advised to use calamine lotion and the patient reported the skin improved.